Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio 2 meter would not power on. The complaint was classified based on based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the patient was unable to be reached by phone for additional information. The patient stated that the alleged meter issue began at approximately 8 am on (B)(6). The patient stated that he manages his diabetes with a combination of lantus solistar and metformin. Due to the meter not powering on the patient contacted the emergency medical services (ems) and was taken to the emergency room for treatment. He denied developing any symptoms. When the ems personnel arrived (approximately 9 am) they measured the patients blood glucose on their meter with a reading of 480 mg/dl. The patient was transported to the emergency room where he stated that he was treated with IV insulin and glucose. At 9.35 am the patient stated that he took his normal dose of medications (50 units lantus solistar and metformin (unknown dose)). During troubleshooting the csr confirmed that this was not the first usage of the device and that it had not been misused. It was confirmed that the patient was using the correct test strips and that the meter would not power on via either their insertion into the device or through pressing the power button. Based on the information provided by the patient the meter batteries did not require replacement. The issue could not be resolved with training. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.